Manufacturer narrative:
Expiration date: 11-30-2024. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -9.5/2.5/093 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault. This exchange resolved the problem. The cause of the event was reported as unknown.